Event description:
Patient reported that the code number, catalog number, and lot number, had rubbed off of the strip vial label. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.